Event description:
Healthcare professional called to report a left side from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported rupture. Device is explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional called to report a left side from textured to smooth breast implants due to the patient¿s concern with the product. Healthcare professional later reported rupture. Device is explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, opening device on posterior side assessed as unidentified (tear) opening (shell thickness was within specification). ¿ anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Additional observations: ¿ white particles on the surface of the shell. ¿ crease fold observed. ¿ wear abrasion observed.